Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician reported that the device did not lock at the distal end of the loop. Therefore, the string/suture wasn't secured. While the patient was at home, after the procedure, the drain fell out. No parts of the drain remained in the body. There were no injuries reported, but the patient required an additional procedure to have a new drain placed.